Event description:
It was reported that the power switch on an (B)(4) concentrator is defective. Per the repair statement, the unit will not start.

Manufacturer narrative:
Per the repair statement; additional replacement part for the repair of the product was a loose gear clamp for the 4-way manifold.